Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a check heater line alarm was not confirmed in the lab. The patient changing out the cassette while reusing the solution bags is not attributed to the check heater line alarm. A root cause was not identified. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center (tsc) regarding a check heater line which occurred on the homechoice (hc) during use. The hp stated that the hc had previously alarmed with 'check lines and bags' so he changed out the cassette only. The baxter technical service representative (tsr) advised the hp that the setup was compromised due to disconnecting and reconnecting the same bags. The tsr assisted the hp in ending therapy to start over with new supplies. (B)(4) contacted the home patient (hp) on (B)(6) 2011 regarding the incident. The hp stated that the issue was resolved by starting over with new supplies. The hp verified that there were no loose connections, disconnections or defects on the supplies. The hp stated that he was doing fine and continuing therapy without issues. No patient injury or medical intervention resulted from this report.